Manufacturer narrative:
The dermatome (ID 3539900) was returned for evaluation. Failure analysis - the received model s6 hand piece s-543-6 without the clip and the dermatome cord. The hand piece passed the function test measuring (.12 amps), and head assembly was found out of tolerance on all calibration points. The head assembly is damaged, with major wear on the blade bed, nicks around the oscillating pin hole, and damage to the knob. It has stain from the handle on the back of the head, this is likely from cleaning and sterilization without removing the head from the handle over a long period of time. The hand piece assembly functions correctly but the evaluation found many of the parts and assemblies damaged by moisture and corrosion. The handle failures include: moisture corrosion on the motor and end cap, oil depleted hub and bearings, damaged oscillating pin ¿ blade damage from overuse, possible non-OEM repair. Non-OEM repair ¿ there was damage to the oscillating pin but also show two flat head 4-40 screws (800-s-1-22) securing the drive shaft housing to the handle. The motor assembly is attached to the handle with two phillips head 4-40 screws (800-0666) these should be switched and were not installed that way during the original assembly. Root cause - the excessive time in service, 13 years old with no repair history. The following list of failures led to all reasons for return; damaged head assembly, damaged and worn components, motor corrosion, end cap corrosion, worn components, and calibration is out of tolerance. Bad calibration would lead to the deep cut. Moisture damage and corrosion would lead to hand piece failure. Damaged oscillating pin from overuse of blade would lead to issue engaging the blade.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a dermatome skipped a portion of the skin and created a hole on the skin when being cut. No further information was provided.